Event description:
A consumer called to inform us that he had received 3rd degree burns on his ankle and heel while using a heating pad. Med attention was required for his injuries. The consumer stated that he was using the heating pad on his ankle and that he had fallen asleep, and that the automatic shut-off feature did not engage. The instructions for proper use clearly state that this pad is not to be used on or by an invalid, sleeping, or unconscious person. Kaz USA, inc. Has requested that the product be returned to our company for lab analysis, but the consumer is refusing to do so.